Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 7f exoseal vascular closure device (vcd) was not fully released, with half remaining at the tip of the delivery shaft after deployment. Manual compression and a compression device were used to achieve hemostasis. There was no reported patient injury. After observing a significant reduction in pulsatile blood flow, the operator continued to retract the device until the indicator window turned completely black, then pressed the plug release button. After waiting 20 seconds and removing the entire system, it was found that the plug at the distal tip had not been fully released. A 7f non-cordis sheath introducer was used. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the plug of a 7f exoseal vascular closure device (vcd) was not fully released, with half remaining at the tip of the delivery shaft after deployment. Manual compression and a compression device were used to achieve hemostasis. There was no reported patient injury. After observing a significant reduction in pulsatile blood flow, the operator continued to retract the device until the indicator window turned completely black, then pressed the plug release button. After waiting 20 seconds and removing the entire system, it was found that the plug at the distal tip had not been fully released. A 7f non-cordis sheath introducer was used. Other procedural details were requested but were not provided. A non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. An 8f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was in the black/white/red position. During this visual analysis, a kink in the delivery shaft was observed, located 5 cm from the distal tip. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter was performed and the results were within specification. Additionally, a dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result obtained was within specification. An attempt to perform a deployment simulation evaluation was made; however, it could not be completed, as the device was already deployed with the plug partially deployed. A high-magnification microscopic evaluation was performed on the internal part of the device. During this analysis, no abnormal conditions were observed. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was observed as the returned device was received with the deployment lever fully depressed and the plug partially deployed. Additionally, a kinked portion was observed on the delivery shaft. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, user-related factors (user error) such as the 20 seconds of prolonged exposure of the plug to blood during device deployment as well as the 8f sheath which was returned inserted into the 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. The indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.